Event description:
Customer reported that he was hospitalized. Customer stated that he was not very lucid at the time and was not able to provide details. Customer needed a couple of days to feel better. Customer contact was unsuccessful. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.